Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: 2007 feb; 23 (2) :227.e1-227.e4. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A journal article was received titled: arthroscopic retrieval of a broken guidewire fragment from the hip joint after cannulated screw fixation of slipped capital femoral epiphysis, the journal of arthroscopic and related surgery, vol 23, no 2, february 2007; pp 227.el-227.e4. Authors: ilizaliturri jr v.m., zarate-kalfopulos b., martinez-escalante f.a., cuevas-olivo r., camacho-galindo j. Reportedly: on an unknown date, a (B)(6) female patient underwent surgical treatment for bilateral acute slipped capital femoral epiphysis (scfe). Using a fluoroscopy-guided percutaneous technique on a radiolucent operating table, a single cannulated screw was placed in each hip. The guidewire advanced into the joint and the hip was inadvertently rotated during placement of the cannulated screw in the right hip. Subsequently the guidewire jammed in the acetabulum and the tip broke inside the hip joint. Without any further complications, the main fragment of the guidewire was removed; however, the tip of the guidewire remained intra-articular. The guidewire fragment was located at the posterior-inferior acetabular notch as shown on a CT scan and plain radiographs. Six weeks after the index procedure, hip arthroscopy for foreign body removal was scheduled to prevent damage from traction to the femoral capitellum. At the posterior inferior acetabular notch embedded in the pulvinar tissue around the ligamentum teres, the guidewire fragment was contained. Reportedly the guidewire fragment was released as the pulvinar tissue at the posterior inferior acetabular notch was debrided with a bent shaving tip. To prevent losing the broken fragment in the soft tissue around the hip joint, the broken fragment was grasped with a rongeur and pulled out over the slotted cannula. The procedure was finished without any complications. The site of perforation from the guidewire was visualized on the medial femoral head and no more cartilage damage was seen on the articular cartilage of the acetabulum or the femoral head during the arthroscopic examination of the hip joint. At the six months follow-up after the index procedure, reportedly the patient presented no clinical or radiographic evidence of chondrolysis or avascular necrosis. This report is for a guidewire. It is unknown if the guidewire is a synthes device. This is 1 of 1 report for complaint (B)(4).